Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was not treated for the peritonitis. The patient¿s outcome was unknown and the action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
On the same day as onset, the patient began treatment for the peritonitis with meropenem (1.5 grams, frequency and route of administration not reported). It was reported that the patient was not hospitalized for the event. On an unknown date (reported as ¿now¿), the treatment with meropenem was discontinued. On an unknown date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.